Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In early 2009, the patient with traumatic aortic transaction was treated with a gore tag thoracic endoprosthesis. The follow-up computed tomography images revealed proximal device compression and type I endoleak. Five months later, a reintervention occurred where the physician performed additional ballooning. Also, the physician implanted a palmax 4010 stent and a hand-made stent (based on z-stent). A final angiography showed that the compression was resolved and the endoleak could no longer be observed. The patient tolerated the procedure.